Event description:
During a gastrectomy procedure, there was staple line leakage. The first cartridge was impossible to fire the device. The second cartridge was used out of the pt to check the functionality and it fired without difficulties. The third firing, the device cut but the staples line was incomplete. Staples were delivered and fell into the pt for one part and other part was malformed. In the two cases with the pt, the device was very hard to fire. The firing handle blocked. At the first time, it was very difficult to open the device. The case was completed with another same like device.